Event description:
It was reported that the insulin gauge was inaccurate and that the multiple cartridges were leaking. Customer¿s blood glucose level was 253 mg/dl. No additional information was obtained.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.